Event description:
In 2003, the destination therapy pt was implanted with a vented electric left ventricular assit device (lvad). The vad coord reported that the pt was at home, and that the pt was found by the spouse with the batteries disconnected. It was unclear how long the pt was without support. The pt was unconscious and not breathing. The batteries were reconnected, rescue breathing was begun and 911 was contacted. The pt was airlifted to the hosp. Pt had regained consciousness and a CT scan was taken and results showed unremarkable. The pt is expected to make a full recovery. The pt remains on lvad support.